Event description:
Fluid was drawn from the left-knee; that 55 cc of cloudy synovial fluid was drawn and sent in for culture showing infection with many white blood cell counts and growth for staphylococcus lugdunensis [arthritis bacterial] ([injection site joint swelling], [injection site joint pain], [condition worsened], [injection site joint effusion], [arthrocentesis], [synovial fluid analysis abnormal], [synovial fluid white blood cells positive], [staphylococcus lugdunensis infection]). Case narrative: initial information received on (B)(6) 2024 regarding an unsolicited valid serious case received from a patient. This case involves a 56-year-old male patient who had fluid drawn from the left-knee; described that 55 cc of cloudy synovial fluid was drawn and sent in for culture showing infection with many white blood cell counts and growth for staphylococcus lugdunensis while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, vaccination(s), concomitant medications, and family history were not provided. That the patient began using synvisc one on (B)(6) 2018 and had been getting the injections for at least once a year since then; that they had given this lot before but not had a problem with this lot in the past on (B)(6) 2024, the patient received hylan g-f 20, sodium hyaluronate [synvisc one] injection (in left knee), strength: 48mg/6ml at dosage 6 ml once (unknown route and indication). First time product used: no. The patient experienced synvisc one flare or reaction to the left-knee. On (B)(6)2024 (latency: 6 days) the patient returned to the office complaining of swelling and severe pain (injection site joint swelling, injection site joint pain); the patient at that time was found to have a grade 3 effusion (injection site joint effusion). The patient was treated with steroid injection and toradol injection. The patient returned to the office on (B)(6)2024 (latency: 9 days) due to still hurting; fluid was drawn from the left-knee; 55 cc of cloudy synovial fluid was drawn (synovial fluid analysis abnormal, aspiration joint) and sent in for culture; unspecified pain medicine was given. It was reported labs came back on late friday ((B)(6)2024) with preliminary lab investigation. Over the weekend the left-knee got worse and the patient returned to the office on (B)(6)2024; the office now had to washout the knee and the culture returned showing infection. The final labs came back this morning ((B)(6)2024) that showed many white blood cell count (wbc) (synovial fluid white blood cells positive) and had growth for staphylococcus lugdunensis (arthritis bacterial, staphylococcal infection). The patient had no redness, and not had any warmth to the left-knee. Batch number of (hylan g-f 20, sodium hyaluronate) at the time of events was (ersl003, expiry date on 31-jan-2027). Relevant laboratory test results included: synovial fluid analysis - on (B)(6)2024: [fluid was drawn from the left-knee; 55 cc of cloudy synovial fluid drawn] culture - on (B)(6)2024: positive [synovial fluid sent in for culture showing infection with growth for staphylococcus lugdunensis] synovial fluid white blood cells - on (B)(6)2024: positive [synovial fluid sent in for culture showing infection with many white blood cell counts] action taken: not applicable. Corrective treatment: ketorolac tromethamine (toradol), steroid injection (unspecified), 55 cc of cloudy synovial fluid drawn and pain medication (unspecified) for arthritis bacterial. Outcome: not recovered. Seriousness criteria: medically significant and intervention required. A product technical complaint (ptc) was initiated on (B)(6)2024 for synvisc one (lot/batch number: ersl003; expiry date: 31-jan-2027) with global ptc number: (B)(4) batch number ersl003, synvisc one was manufactured on 05feb2024 with expiration date of 31jan2027 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process as per rid-qu-sop-0040594. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Trend analysis performed in comet and qualipso: there is a total of two (2) complaints for lot ersl003. (B)(4)- syringe tip broken while use. (B)(4)- other pharmacovigilance event. Based on investigation and trend analysis, no CAPA required. Sanofi will continue to monitor adverse events. Trend analysis would be performed on a periodic basis for "product event handling" to determine if a CAPA (corrective action and preventive action) is required. There was no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. The final investigation was completed on 08-oct-2024 with summarized conclusion as no assessment possible. Additional information was received on 08-oct-2024 from the quality department. Ptc results added. Text amended accordingly.

Event description:
Fluid was drawn from the left-knee; that 55 cc of cloudy synovial fluid was drawn and sent in for culture showing infection with many white blood cell counts and growth for staphylococcus lugdunensis [septic arthritis staphylococcal] ([injection site joint swelling], [injection site joint pain], [condition worsened], [injection site joint effusion], [arthrocentesis], [synovial fluid analysis abnormal], [synovial fluid white blood cells positive], [staphylococcus lugdunensis infection]). Case narrative: initial information received on 01-jul-2024 regarding an unsolicited valid serious case received from a patient. This case involves a 56 years old male patient who had fluid drawn from the left-knee; described that 55 cc of cloudy synovial fluid was drawn and sent in for culture showing infection with many white blood cell counts and growth for staphylococcus lugdunensis while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, vaccination(s), concomitant medications, and family history were not provided. That the patient began using synvisc one on (B)(6) 2018 and had been getting the injections for at least once a year since then; that they had given this lot before but not had a problem with this lot in the past on (B)(6) 2024, the patient received hylan g-f 20, sodium hyaluronate [synvisc one] injection (in left knee), strength: 48mg/6ml at dosage 6 ml once (unknown route and indication). First time product used: no. The patient experienced synvisc one flare or reaction to the left-knee. On (B)(6) 2024 (latency: 6 days) the patient returned to the office complaining of swelling and severe pain (injection site joint swelling, injection site joint pain); the patient at that time was found to have a grade 3 effusion (injection site joint effusion). The patient was treated with steroid injection and toradol injection. The patient returned to the office on (B)(6) 2024 (latency: 9 days) due to still hurting; fluid was drawn from the left-knee; 55 cc of cloudy synovial fluid was drawn (synovial fluid analysis abnormal, aspiration joint) and sent in for culture; unspecified pain medicine was given. It was reported labs came back on late friday on (B)(6) 2024) with preliminary lab investigation. Over the weekend the left-knee got worse and the patient returned to the office on (B)(6) 2024; the office now had to washout the knee and the culture returned showing infection. The final labs came back this morning on (B)(6) 2024) that showed many white blood cell count (wbc) (synovial fluid white blood cells positive) and had growth for staphylococcus lugdunensis (septic arthritis staphylococcal, staphylococcal infection). The patient had no redness, and not had any warmth to the left-knee. Batch number of (hylan g-f 20, sodium hyaluronate) at the time of events was (ersl003, expiry date on 31-jan-2027). Relevant laboratory test results included: synovial fluid analysis - on (B)(6) 2024: [fluid was drawn from the left-knee; 55 cc of cloudy synovial fluid drawn]. Culture - on (B)(6) 2024: positive [synovial fluid sent in for culture showing infection with growth for staphylococcus lugdunensis]. Synovial fluid white blood cells - on (B)(6) 2024: positive [synovial fluid sent in for culture showing infection with many white blood cell counts]. Action taken: not applicable. Corrective treatment: ketorolac tromethamine (toradol), steroid injection (unspecified), 55 cc of cloudy synovial fluid drawn and pain medication (unspecified) for septic arthritis staphylococcal. Outcome: not recovered. Seriousness criteria: medically significant and intervention required. A product technical complaint (ptc) was initiated on 01-jul-2024 for synvisc one (lot/batch number: ersl003; expiry date: 31-jan-2027) with global ptc number: complaint: (B)(4) batch number: ersl003, synvisc one was manufactured on 05feb2024 with expiration date of 31jan2027 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process as per rid-qu-sop-0040594. Furthermore, no associated non-conformance's were noted for the issue defect at time of release. Trend analysis performed in comet and qualipso: there is a total of two (2) complaints for lot: ersl003. Complaint: (B)(4) ersl003-syringe tip broken while use. Complaint: (B)(4) -ersl003-other pharmacovigilance event. Based on investigation and trend analysis, no CAPA required. Sanofi will continue to monitor adverse events. Trend analysis would be performed on a periodic basis for "product event handling" to determine if a CAPA (corrective action and preventive action) is required. There was no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. The final investigation was completed on 08-oct-2024 with summarized conclusion as no assessment possible. Additional information was received on 08-oct-2024 from the quality department. Ptc results added. Text amended accordingly. Based on the information previously received, imdrf annex c code updated from 'c19-no device problem found' to 'c20-no findings available'. Arthritis bacterial with associated symptom of staphylococcus test positive or staphylococcal infection updated to pt: septic arthritis staphylococcal

Event description:
Fluid was drawn from the left-knee; that 55 cc of cloudy synovial fluid was drawn and sent in for culture showing infection with many white blood cell counts and growth for staphylococcus lugdunensis [arthritis bacterial] ([injection site joint swelling], [injection site joint pain], [condition worsened], [injection site joint effusion], [arthrocentesis], [synovial fluid analysis abnormal], [synovial fluid white blood cells positive], [staphylococcus lugdunensis infection]) case narrative: initial information received on 01-jul-2024 regarding an unsolicited valid serious case received from a patient. This case involves a 56-year-old male patient who had fluid drawn from the left-knee; described that 55 cc of cloudy synovial fluid was drawn and sent in for culture showing infection with many white blood cell counts and growth for staphylococcus lugdunensis while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, vaccination(s), concomitant medications, and family history were not provided. That the patient began using synvisc one on (B)(6) 2018 and had been getting the injections for at least once a year since then; that they had given this lot before but not had a problem with this lot in the past on (B)(6) 2024, the patient received hylan g-f 20, sodium hyaluronate [synvisc one] injection (in left knee), strength: 48mg/6ml at dosage 6 ml once (unknown route and indication). First time product used: no, the patient experienced synvisc one flare or reaction to the left-knee. On (B)(6) 2024 (latency: 6 days) the patient returned to the office complaining of swelling and severe pain (injection site joint swelling, injection site joint pain); the patient at that time was found to have a grade 3 effusion (injection site joint effusion). The patient was treated with steroid injection and toradol injection. The patient returned to the office on (B)(6) 2024 (latency: 9 days) due to still hurting; fluid was drawn from the left-knee; 55 cc of cloudy synovial fluid was drawn (synovial fluid analysis abnormal, aspiration joint) and sent in for culture; unspecified pain medicine was given. It was reported labs came back on late friday ((B)(6) 2024) with preliminary lab investigation. Over the weekend the left-knee got worse and the patient returned to the office on (B)(6) 2024; the office now had to washout the knee and the culture returned showing infection. The final labs came back this morning ((B)(6) 2024) that showed many white bloods cell count (wbc) (synovial fluid white blood cells positive) and had growth for staphylococcus lugdunensis (arthritis bacterial, staphylococcal infection). The patient had no redness, and not had any warmth to the left-knee. Batch number of (hylan g-f 20, sodium hyaluronate) at the time of events was (ersl003, expiry date on 31-jan-2027). Relevant laboratory test results included: synovial fluid analysis - on (B)(6) 2024: [fluid was drawn from the left-knee; 55 cc of cloudy synovial fluid drawn] culture - on (B)(6) 2024: positive [synovial fluid sent in for culture showing infection with growth for staphylococcus lugdunensis] synovial fluid white blood cells - on (B)(6) 2024: positive [synovial fluid sent in for culture showing infection with many white blood cell counts] action taken: not applicable corrective treatment: ketorolac tromethamine (toradol), steroid injection (unspecified), 55 cc of cloudy synovial fluid drawn and pain medication (unspecified) for arthritis bacterial outcome: not recovered seriousness criteria: medically significant and intervention required.

Manufacturer narrative:
Sanofi company comment for dated 08-jul-2024: this case involves a 56-year-old male patient who experienced fluid was drawn from the left-knee; that 55 cc of cloudy synovial fluid was drawn and sent in for culture showing infection with many white blood cell counts and growth for staphylococcus lugdunensis while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the information available, the causal role of suspect device cannot be ignored for the occurrence of adverse events. Case will be re-evaluated post further update on the patient's underlying disease conditions, past medical and drug history, concurrent illnesses, and concomitant medications.

Event description:
Fluid was drawn from the left-knee; that 55 cc of cloudy synovial fluid was drawn and sent in for culture showing infection with many white blood cell counts and growth for staphylococcus lugdunensis [septic arthritis staphylococcal] , ([injection site joint swelling], [injection site joint pain], [condition worsened], [injection site joint effusion], [arthrocentesis], [synovial fluid analysis abnormal], [synovial fluid white blood cells positive]). Case narrative: initial information received on 01-jul-2024 regarding an unsolicited valid serious case received from a patient. This case involves a 56-year-old male patient who had fluid drawn from the left-knee; described that 55 cc of cloudy synovial fluid was drawn and sent in for culture showing infection with many white bloods cell counts and growth for staphylococcus lugdunensis while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, vaccination(s), concomitant medications, and family history were not provided. That the patient began using synvisc one on (B)(6)2018 and had been getting the injections for at least once a year since then; that they had given this lot before but not had a problem with this lot in the past. On (B)(6) 2024, the patient received hylan g-f 20, sodium hyaluronate [synvisc one] injection (in left knee), strength: 48mg/6ml at dosage 6 ml once (unknown route and indication). First time product used: no the patient experienced synvisc one flare or reaction to the left-knee. On (B)(6) 2024 (latency: 6 days) the patient returned to the office complaining of swelling and severe pain (injection site joint swelling, injection site joint pain); the patient at that time was found to have a grade 3 effusion (injection site joint effusion). The patient was treated with steroid injection and toradol injection. The patient returned to the office on (B)(6)2024 (latency: 9 days) due to still hurting; fluid was drawn from the left-knee; 55 cc of cloudy synovial fluid was drawn (synovial fluid analysis abnormal, aspiration joint) and sent in for culture; unspecified pain medicine was given. It was reported labs came back on late friday (B)(6) 2024) with preliminary lab investigation. Over the weekend the left-knee got worse and the patient returned to the office on (B)(6) 2024; the office now had to washout the knee and the culture returned showing infection. The final labs came back this morning (B)(6) 2024) that showed many white bloods cell count (wbc) (synovial fluid white blood cells positive) and had growth for staphylococcus lugdunensis (septic arthritis staphylococcal). The patient had no redness, and not had any warmth to the left-knee. Batch number of (hylan g-f 20, sodium hyaluronate) at the time of events was (ersl003, expiry date on 31-jan-2027). Relevant laboratory test results included: synovial fluid analysis - on (B)(6) 2024: [fluid was drawn from the left-knee; 55 cc of cloudy synovial fluid drawn]. Culture - on (B)(6) 2024: positive [synovial fluid sent in for culture showing infection with growth for staphylococcus lugdunensis]. Synovial fluid white blood cells - on (B)(6) 2024: positive [synovial fluid sent in for culture showing infection with many white blood cell counts]. Action taken: not applicable. Corrective treatment: ketorolac tromethamine (toradol), steroid injection (unspecified), 55 cc of cloudy synovial fluid drawn and pain medication (unspecified) for septic arthritis staphylococcal. Outcome: not recovered. Seriousness criteria: medically significant and intervention required. A product technical complaint (ptc) was initiated on 01-jul-2024 for synvisc one (lot/batch number: ersl003; expiry date: 31-jan-2027) with global ptc number: complaint (B)(4) batch number ersl003, synvisc one was manufactured on 05feb2024 with expiration date of 31jan2027 yielding 13,563 singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process as per rid-qu-sop-0040594. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Trend analysis performed in comet and qualipso: there is a total of two (2) complaints for lot ersl003. Complaint (B)(4) syringe tip broken while use. Complaint (B)(4) other pharmacovigilance event based on investigation and trend analysis, no CAPA required. Sanofi will continue to monitor adverse events.trend analysis would be performed on a periodic basis for "product event handling" to determine if a CAPA (corrective action and preventive action) is required. There was no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. The final investigation was completed on 08-oct-2024 with summarized conclusion as no assessment possible. Additional information was received on 08-oct-2024 from the quality department. Ptc results added. Text amended accordingly. Based on the information previously received, imdrf annex c code updated from 'c19-no device problem found' to 'c20-no findings available'. Arthritis bacterial with associated symptom of staphylococcus test positive or staphylococcal infection updated to pt: septic arthritis staphylococcal based on the information previously received, the associated symptoms of staphylococcus test positive or staphylococcal infection deleted. Text amended accordingly.